Event description:
The issue was found before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: b3 / b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 and e103 errors could not be identified. However, it¿s likely the cause is related to a poor lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a photon detection efficiency (pde) lamp error. The issue was found during an unknown procedure and there were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) evaluated the device onsite and the customers¿ allegation was confirmed, the device evaluation found that there was no picture and an e102 (temperature switch error) / e103 (igniter board error) code occurred. Additional finding included the following: the lamp on the device was determined to be a third party (non-olympus) lamp. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.